Manufacturer narrative:
Further information from the reporter regarding event, product and patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reports right side deflation. The device remains implanted.